Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation, no sensing, and no capture on the right ventricular lead. Fluoroscopy revealed that the lead had dislodged. Repositioning attempts were unsuccessful. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.